Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented remotely via (B)(6) . Review of transmission revealed low pacing impedance on the left ventricular (lv) lead. On (B)(6) 2021 the lv lead was capped and replaced during a routine generator exchange. The patient condition was stable.